Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the hospital and was diagnosed with over 500 mg/dl. The patient's potassium was very high and patient was nauseous with vomiting. For treatment, the patient was put on a intravenous (IV) of insulin and monitored. The pod was worn between 1 and 4 hours on the abdomen. The patient was in the hospital for 2 days.